Event description:
It was reported that, during a shoulder cuff repair surgery, the footprint ultra suture anchor broke while implantation. The procedure was resumed, after a non-significant surgical delay, with a back-up device in the originally drilled bone hole, no void was left in the patient. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a shoulder cuff repair surgery, the footprint ultra suture anchor broke while implantation. The broken pieces were retrieved from the patient using tweezers. The procedure was resumed, after a non-significant surgical delay, with a back-up device in the originally drilled bone hole, no void was left in the patient. No further complications were reported. The current health status of the patient is good.

Manufacturer narrative:
H10: additional information b2: required intervention to prevent permanent impairment/damage (devices) is checked, other serious (important medical events) is unchecked. B5: updated

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with some suture material. The anchor is broken at the suture window and deformed along it's length. The insertion device, suture material and anchor all have debris on them. Based on the condition of the product material found during visual inspection, additional material testing is not required. One undated photo of the device was provided for review and confirms the reported breakage. Per case details, the broken anchor was retrieved from the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.